Event description:
It was reported that the battery of this cardiac resynchronization therapy pacemaker (crt-p) was suspected to be depleting prematurely. The estimated remaining longevity of sixteen months was not as expected after three months of implant. A replacement procedure was scheduled. This device was replaced and returned for analysis. Other than undergoing the replacement procedure, the patient experienced no additional adverse effects.

Manufacturer narrative:
Supplemental: upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported premature battery depletion (pbd). Initial: if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The estimated longevity of sixteen months was not as expected after three months of implant. A replacement procedure was scheduled. This device was replaced and is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.